Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated the patient was going into labor and device result was 236 mg/dl at 1:41 am. Reporter indicated a retest measured 275 mg/dl at 1:46 am and a stat lab result was 167 mg/dl at 1:55 am. Reporter did not provide patient treatment or any other information associated with the alleged event. Reporter had the control ranges, but did not provide control result details as well as was unsure when controls were performed. A request was made for the return of the suspect device and replacement product was sent.